Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display on the device is incomplete. No pt involvement.